Event description:
The pt had two leads from the same lot. It was reported one of the pt's leads had migrated. As a result, the pt underwent surgical intervention. The lead that migrated was explanted and replaced. Effective coverage was regained post-op. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.